Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump continued to alarm no delivery alarm. Customer's blood glucose was over 500 mg/dl on (B)(6) 2016 and this morning it was 450 mg/dl. Customer was trying to administer insulin using a bolus and the device alarmed no delivery. Customer declined troubleshooting for the high blood glucose and only performed for the no delivery alarm. Fixed prime into the air was performed and insulin didn't exit. Customer removed the site and the cannula on the infusion set was bent. Customer was advised to replace the reservoir and infusion set. Thirty minutes late the customer called back and stated after replacing both the reservoir and infusion set the device alarmed again. Customer was advised to ensure there was no scar tissue where the infusion set was inserted. Customer is not returning the insulin pump for analysis.